Manufacturer narrative:
The device was subjected to a functional test on automated test equipment (ate). This tester verifies, the electrical performance of the control/communication circuitry, and output signal integrity. All portions of the ate testing passed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's implantable pulse generator (ipg) would shut off and on without prompting causing the patient not to have stimulation for some periods. As a result the patient's generator was successfully replaced with a new one, and the issue was resolved.